Manufacturer narrative:
Correction to h11 product event summary information omitted. Product event summary: the pscc100 catheter of lot number 0012913514 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: on the spiral array segment, inverted array was observed. On the spiral array segment, the proximal end of nitinol array wire was observed to be dislodged from dual lumen. Catheter identification and ablation. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter and the damaged array. Catheter to sheath compatibility testing was conducted. During compatibility testing. Due to the damaged array, the catheter was unable to be inserted inside the sheath. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable): electrical continuity test did not reveal any anomalies. In conclusion, the spiral array was observed to be inverted. The proximal end of nitinol array wire was observed to be dislodged from dual lumen in spiral array area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012913514 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: on the spiral array segment, inverted array was observed. On the spiral array segment, the proximal end of nitinol array wire was observed to be dislodged from dual lumen. Catheter identification and ablation. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter and the damaged array. Catheter to sheath compatibility testing was conducted. During compatibility testing. Due to the damaged array, the catheter was unable to be inserted inside the sheath. In conclusion, the spiral array was observed to be inverted. The proximal end of nitinol array wire was observed to be dislodged from dual lumen in spiral array area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, an attempt was made to store the catheter in the sheath after left inferior pulmonary vein (lipv) conduction, but it could not be stored smoothly; it could be stored with force by rotating it. The shape of the ring after removal from the body was different from usual, and the ring was deformed. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.